Event description:
It was reported that the patient experienced hyperglycemia after the ilet powered off, resulting in no insulin delivery, and blood glucose subsequently measured 241 mg/dl. The patient reconnected to a charged ilet, with no alerts or alarms reported. Customer care provided support that included case review and user-led reconnection of the device with confirmation of normal operation after charging. Investigation of this case revealed that the event was associated with loss of insulin delivery when the device was not powered, with function restored upon charging and reconnection. Symptoms included thirst. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.